Manufacturer narrative:
Product event summary #analysis information -- 2016-06-09 18:07:16 cst pli# 10 product ID# d314trg the device was returned, analyzed, and the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant product(s): 694765 lead and 4968-60 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.